Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filter bag was left open upon removal. A 190cm filterwire ez was used for treatment. During the procedure, the device was advanced through the peel away sheath distal to the lesion and the physician was able to deploy the filter bag successfully. However, when the physician attempted to remove the delivery sheath, it was noted that the delivery sheath became stuck and the physician was unable to pull it back over the wire. The physician then slowly pulled out the entire system from the patient's body and completed the procedure with another of the same device. There were no patient complications reported.